Manufacturer narrative:
The reported unintended movements associated with clip opened while locked and clip opening during efaa could not be replicated in a testing environment due to the condition of the returned device (clip was deployed/implanted and therefore was not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated based on the information provided, a cause for the reported unintended movements associated with clip opening during efaa and clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The imaging provided by the account were further reviewed by an abbott senior staff clinical engineer. The reviewer noted that ¿one (1) fluoroscopic still image was provided. The image was taken during active use of the second cds (no reported issue) in which the fully deployed first clip (reported device) can be seen beneath the second clip. The clip arm angle of the reported clip appears to be ~30° - 35°. While this is an estimation based on visual assessment with the unaided eye and is not confirmed, the first clip (reported device) presents with an arm angle beyond the fully closed position per the instructions for use. Based on the cine provided, the reported post deployment clip arm angle of 35° - 40° is confirmed. It was further reported that "the clip relaxed to 40-35 degrees after the release pin was removed." The release pin component serves as a mechanical connection between the arm positioner and internal actuator assembly (the clip is attached distally to the actuator assembly via the coupler). During normal use prior to removal, the release pin allows rotational movement of the arm positioner by the user to be translated into linear movement of the actuator assembly. When the arm positioner is rotated in the closed direction, the actuator assembly is translated proximally which applies a tensile force at the clip to essentially pull the clip arms closed. During deployment, per the instructions for use, the arm positioner is place in neutral prior to removing the release pin; this action is intended to alleviate any residual force on the actuator assembly/clip. When the release pin is removed, the mechanical connection between the arm positioner and actuator assembly/clip is removed. Observing clip arm opening during this step, as reported, is an indicator that there were likely excess tensile forces exerted distally at the clip. When the clip is attached to the cds, any excessive tension exerted on the clip arms due to misalignment, thick leaflets, grasped chords, etc. Is absorbed by the actuator assembly-arm positioner connection, holding the clip arms in a closed position. When the release pin is removed, the clip arms bear the excess force and with the actuator assembly free to move, can result in higher clip arm movement observed while the lock settles. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), if and/or by how much the clip opened prior to mechanical separation. However, it is possible misaligned positioning / grasping relative to the valve resulted in excess tension at the clip, resulting in the observed clip arm opening when the release pin was removed during deployment.¿

Event description:
Troubleshooting was performed and efaa repeated, but troubleshooting was unsuccessful as the clip relaxed again to 40-45 degrees after the release pin was removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the deployment sequence with the first clip, it had opened during the second establish final arm angle (efaa) of the procedure. The clip was fully closed and opened to and angle of 40-45 degrees. Troubleshooting was performed, but the clip relaxed to 40-35 degrees after the release pin was removed. The initial result was grade <1 mr, and after opening grade 1-3 mr. Therefore a second clip was required to further reduce the mr and stabilize the opened clip. The mr was reduced to grade 1. There were no adverse patient sequelae or clinically significant delay.